Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set twice and the cartridge to resolve the blockage. There was no adverse impact to the customer¿s blood glucose level. Customer resumed pump therapy.